Event description:
The hcp reported that at the refill, the estimated reservoir volume was 4.5cc and the actual was 18cc. "They had negative pressure and are sure that they were in the pump." They were able to refill the pump with full 18cc. The hcp accessed the cap and got good csf return. A follow up report will be sent when additional information is received.